Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30799798l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that after the ep study the intracardiac echocardiography (ice) catheter confirmed that the patient had a pericardial effusion. This was confirmed prior to the mapping. They continued the case, and the patient was stable. After the ablation, the ice catheter confirmed the effusion was larger. A pericardiocentesis was done and about 400ml of fluid was removed. The patient was stable and did not require surgical repair. The case was completed. The patient is staying overnight for observation. The physician thinks the right ventricle (rv) catheter may have caused a small perforation. While pacing with that catheter, they were not able to capture until they moved the catheter several times to acquire capture for pacing. They used 30-50 watts used for ablation. They used a st. Jude crd 2 for the his. Additional information was received on the event. The physician¿s opinion on the cause of this adverse event is that a non-bw product may have caused the ae. The patient outcome of the adverse event is fully recovered. The patient did not require extended hospitalization because of the adverse event. A transseptal puncture was not performed. Prior to noting the cardiac tamponade, ablation was not performed. There was no evidence of steam pop. The event occurred post ep study before mapping catheters were inserted. An irrigated catheter was used in the event, the flow setting was 2 and 15. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Vector force visualization features was used. Parameters for stability used were 3mm, 3 sec, fot not used, 3mm tag. No additional filter was used with the visitag. Impedance color option was used prospectively. This complaint will be conservatively reported even though the physician¿s opinion on the cause of this adverse event is that a non-bw product may have caused the adverse event, because it was noted that effusion was larger after ablation was performed, therefore we cannot exclude bwi devices as possibly contributing to the event. Should additional information become available this complaint will be reassessed accordingly.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 20-jul-2022, noted the physician information was not included in the 3500a initial. Therefore, updated section e. Initial reporter.